Event description:
Per the patient, it was reported that the rechargeable battery "leaks". The patient has been advised to stop using the battery and has been asked to return the battery to the manufacturer for product investigation. There are no reports of patient injury associated with this event.the implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. (B)(4).